Manufacturer narrative:
Section a2: correction. Section d4 & h4: additional information. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account reported the fever was related to recurrent pseudomonas. The pump/driveline infection was treated with ceftazidime-avibactam. The patient transition to zosyn.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was hospitalized due to a fever. The account reported the fever was related to a driveline infection. No further information was reported.